Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm during the rewind and load steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 12/11/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 11/30/2015 with the following findings: a review of the pump¿s black box data showed cs 064 call service alarms occured. During testing, the pump performed the ezprime steps with no call service alarms occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no call service alarms. There was moisture observed behind the display lens. A pump case crack was observed near the upper right corner of the display lens. A leak test was performed and a leak was found in the pump case. The case was removed and moisture corrosion was observed throughout the inside of the pump and on the motor flex connector. The complaint of a cs 064 call service alarm issue was not duplicated during investigation. Unrelated to the complaint, the display was found to be dim, faded, and discolored.